Event description:
The reporter stated a posterior capsular tear had occurred during the phacoemulsification procedure using a 4 crystal handpiece. An anterior vitrectomy was performed and a back up sulcus lens was implanted.

Manufacturer narrative:
Method: handpiece serial number search. Results: a handpiece serial number search was performed and no similar complaint found.